Event description:
During a clinic follow-up, a decrease in the battery longevity was observed and premature battery depletion was suspected. Technical support was contacted, but no intervention has been performed at this time. The patient was stable and will continue to be monitored.

Event description:
Additional information was received that the device was explanted and replaced to resolve the event. The patient was stable.

Manufacturer narrative:
The reported event of premature depletion was not confirmed. The device was in normal range of operation level upon receipt. The device image was analyzed, and auto settings were enabled. When auto settings are enabled, the device will adjust the pacing output based on patient requirement and this may affect the projected longevity. Further electrical and mechanical analysis were performed, and the device showed normal operation and no anomalies were noted. A longevity calculation was performed, and the device had appropriate longevity remaining.